Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: thirsty. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). During the call, a back to back blood test was not performed by the customer. Customer stated that he had used another device to perform a blood test and had obtained a result; customer did not disclose the blood glucose test result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/31/2024 and open vial date is (B)(6) 2022. The customer reported feeling very thirsty; medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 05-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.